Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost suffocate [suffocation feeling]. Brush head disintegrated in mouth [device breakage]. Case description: a husband reported via e-mail on 17-sep-2016 that a week after purchasing oral-b power oral care refills cross action 3 pack, his wife almost suffocated when a brush head disintegrated in her mouth. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 18-sep-2016 reporter follow-up e-mail: the husband reported that brush heads were usually changed after 2 months, 90 days maximum. The case outcome remained recovered.